Manufacturer narrative:
Upon return to our quality assurance laboratory the lead underwent detailed analysis. The distal section (74 cm) of the lead was returned. The inner coil was fractured 700 mm from the distal tip which was at the end of the label tubing on the lead. Only the distal fracture surface of the outer coil fracture was returned. All three wires showed evidence of a fatigue failure mode with two of the wires showing a bi-modal fatigue fracture. Both sides of the inner coil fractures were returned with two of the wires fracturing approximately 180 degree to the other two wires. All four wires showed evidence of fatigue. Analysis confirmed the field allegation.

Manufacturer narrative:
The portion of the lead was returned for analysis.

Event description:
--

Event description:
Boston scientific received information that this left ventricular lead was confirmed to be fractured as noted via x-ray. The patient had the heimlich maneuver performed on them and the force of this maneuver was thought to contribute to the fracture. Impedances were greater than 2500 ohms. The lead was surgically abandoned. No further patient effects were reported.